Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. The ultrasonic sensor calibration readings were found to be out of specification. The ultrasonic sensor could not be calibrated. A review of the event history log revealed multiple 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a false air in line error during testing in the biomed service department. There was no patient involvement. No additional information is available.